Event description:
While cautery cord was attached to scissor and in use, the cord at the scissor end broke and sparked while being used by md - the cord was immediately removed from the field. There was no injury to the pt or staff in the operating room.